Event description:
It was reported by the patient that since the device was reprogrammed yesterday, the patient has felt a tickling sensation numerous times in the right calf that lasts for a few seconds and then stops. Follow-up with the clinic disclosed that the patient was seen, but they have not had any contact since the patient's last visit. No additional information was available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.